Event description:
Event description guidant received information that this implantable pacing lead was surgically abandoned in the atrium during an elective device replacement procedure. A lead fracture at the proximal end was reported, with associated variable impedance measurements and oversensing. The associated device had been implanted in a submuscular pocket. The physician revised the pocket and the replacement device was placed in the new subcutaneous pocket, to minimize the liklihood of subsequent lead damage.